Event description:
A pharmacist reported a vitrectomy probe did not cut during a procedure. The aspiration was still working when the event occurred. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
Sample is returning for in-house eval. Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).